Manufacturer narrative:
The referenced report of elevated lactate dehydrogenase (ldh) is covered under medwatch MFR report #2916596-2017-01023. (B)(4). Approximate age of device ¿ 79 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. During hospitalization on (B)(6) 2017 for elevated ldh, it was reported that on (B)(6) 2017, the patient experienced a pump pocket and mid-sternal infection. The patient was bacteremic, and the lvad clinicians suspected lvad colonization. The patient was admitted with (B)(6) lvad infection, and multiple related complications. The patient was treated with nafcillin and continuous antibiotics until (B)(6) 2017, and was cared for in a long term acute care (ltac) facility. Wound dehiscence at the mid-sternal surgical site was drained. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The patient remains ongoing on vad support. A correlation between the device and the reported infection could not be conclusively determined. Infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.